Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a perclose proglide device after an peripheral interventional procedure. Reportedly, resistance was felt during plunger deployment. When the plunger was retracted, a posterior cuff miss was observed to have occurred. The foot was parked and the device was removed. A second perclose proglide device was inserted but the plunger could not be depressed due to excessive resistance. The device was removed and a 7fr sheath was inserted. The artery was assessed by angiography and it appeared to be normal. A non abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device revealed that the posterior cuff miss occurred during the needle deployment as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle was bent at the tip and proximal end and there was a needle strike mark at the posterior foot. This is consistent with the posterior needle being deflected and striking the posterior foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as intended. As the posterior needle came in contact with the posterior foot, resistance was felt as reported. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by damaged anterior cuff tabs. The posterior cuff miss and subsequent anterior cuff-to-needle tip detachment would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for the posterior needle being deflected and striking the foot, which resulted in the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment include, but are not limited to: manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. The needle trajectory of every device is verified during manufacturing. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Based on the manufacturing inspection criteria and successful testing of the device needle trajectory in the lab and during the manufacturing, the probable cause for the posterior cuff miss that subsequently resulted in an anterior cuff-to-needle tip detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.